Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate therapy due to ventricular oversensing. The oversensing was able to replicate in clinic with additional testing. Programming changes and further testing were recommended. The patient received a subcutaneous biventricular pacing device. No further information is available.